Event description:
A nicu pt was given 12.5 meq of calcium in d12.5 100 ml for IV administration. This caused the baby to receive 5x the amount of calcium, because the calcium should have been in 500 ml of d12.5. The baby's calcium went up to 16.4 because of this incident. A recommendation to prevent this in the future is to make sure 12.5 meq of calcium can only be paired with 500 ml of d12.5 in epic when ordering this product. Where did the error occur: hospital. Hospital unit: neonatal ICU. (B)(6).